Manufacturer narrative:
(B)(4). H6 - component code - proposed component (annex g) code is mechanical (g04) - provisional top. The returned provisional exhibited signs of repeated use (nicked/gouged) and the distal surface had fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional was found fractured in the distributorship warehouse. No adverse events were reported as a result of this malfunction.